Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation #7). This complaint was received by (B)(6) on (B)(6) 2012 from (B)(6) for product reinforced tube size 8.0mm. Customer complaining: "the user was not able to deflate the cuff smoothly. It was found at cuff check before use."

Manufacturer narrative:
Based on available info, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention may be required to remove the device whose cuff had failed to deflate. Reported to the FDA on (B)(4) 2013.